Manufacturer narrative:
The lot number was provided and a lot history review was performed. The sample was not returned for evaluation, however medcal records were provided for review. The investigation confirmed for detachment and the patient device interaction problem. The investigation was unconfirmed for tilt. The root cause could not be determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of reported information indicated that model md800f, vena cava filter, allegedly experienced detachment of device or device component, and a patient device interaction problem. This information was received from a single source. This malfunction involved a (B)(6) year old male patient with no consequences. The patient's weight was not provided.